Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 289 mg/dl and the sensor glucose was 400 mg/dl at the time of the incident. Customer mentioned that before starting the pump she stayed in the 400mg/dl to 500mg/dl range so 289mg/dl was a good number for her. Customer stated that the sensor suspended the pump at 89mg/dl and current blood glucose value was 178mg/dl. Sensor glucose value that triggered the suspend event was 79mg/dl. Suspend on low limit in sensor settings was 80mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.